Event description:
Customer called to report that the synchron lxi 725 clinical system generated falsely elevated triglyceride (tg) results for five patients, which were reported out of the laboratory. The treatment for patient #3 was changed due to these results, as the patient was sent home with a prescription for hyperlipidemia medication. Upon follow up with customer to obtain information regarding this change to patient treatment, customer could not confirm whether the prescription was filled by the patient, and there were no reports of negative consequences to the patient as a result of the prescription. The customer technical specialist (cts) advised customer to check the probes and syringes for leaks or bubbles, none of which were found. Customer also cleaned the mixer paddles and probes. Customer noted that the tg reagent was recently replaced. The patient samples were rerun on a dxc instrument in the laboratory, the results of which were lower than the original results and reported out of the laboratory.

Manufacturer narrative:
The field service engineer (fse) inspected the instrument and conducted performance verification tests (pvts), which showed a carryover on both the reagent and sample sides. The fse replaced the sample probe, sample wash collar, reagent probes and reagent wash collars. The fse also found that both the mixer wash stations were clogged; the fse then cleaned the wash stations. After replacing those parts, the carryover persisted at the reagent probes while loading reagent. Also, the system developed a level sense issue with reagent probe b. The fse returned the following day, (B)(4) 2012, and replaced the reagent probe b wash collar, after which no further level sense errors were displayed. The fse also replaced the t-valve and the vacuum valve during level sense troubleshooting. The fse once again performed pvts for the sample probe carryover and the reagent probe carryover without finding any further issues. The fse also ran quality controls, the results of which were acceptable. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report a recurrence of the issue. Please note that an additional medical device report was filed to document the results for patient #3 as MDR #2050012-2012-01285, (B)(4).